Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the red blood cell (rbc) bath to resolve the issue. (B)(4).

Event description:
The customer reported a small leak underneath the bath of the act diff 2 instrument. The instrument was failing platelets on startup when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were reported.